Event description:
During a discussion with the surgeon regarding an inquiry brought forth a previously unk event reported as: "intra-operatively this pt suffered an (o)esophageal perforation during insertion of the calibration tubing by the an(a)esthetist resulting in an ICU admission and transfer resulting in a lengthy stay and long term steroid treatment. The pt recovered well and returned home. It is my understanding the pt currently has the band in situ (in place) with good results." Follow-up with the surgeon by allergan noted: "the hosp is unable to locate the serial number of the band. It was not recorded in the pt's notes. Pt's condition currently, she is well. The event was not device related, according to the surgeon."

Manufacturer narrative:
Medwatch sent to FDA on: 06/30/2008. The access port connector associated with this report remains implanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. The reporter of the complaint was asked to return the product, in this case the calibration tube, for analysis as well as to indicate the product serial number. The info has not yet been received by allergan. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of esophageal perforation as follows: "precautions: during insertion of the calibration tube, care must be taken to prevent perforation of the esophagus or stomach."